Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 203 mg/dl and an insulin injection was used to address the bg level. After the alarm, the customer changed the infusion set tubing and site. Tandem technical support had the customer perform a system check using the current supplies on the pump and the pump was operating as expected.

Event description:
The customer had received multiple occlusion alarms.